Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
The patient is pursuing a product liability claim. It was reported, that the patient underwent a revision surgery and was implanted a cocr head 36/+4 'l' 12/14 on (B)(6) 2015 on the left side. (Revision surgery is treated in MFR# 9613350-2015-00835, (B)(4)). On (B)(6) 2015 during the medical check up, a subluxation was detected. A repositioning of the hip was performed.

Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that additional information are being submitted for review. Zimmer (B)(4) legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation, as the patient is not revised. However, based on the available information the investigation is conducted with outcome as follows. As no lot numbers were provided for the devices, the device history records could not be reviewed. No trend identified. Root cause analysis root cause determination using dfmea: line 27: increased release of wear particles, loosening of components, dislocation due to tissue impingement prior to proper taper fit => not possible: no tissue impingement observed. Line 29: increased release of pe wear particles, loosening of components, subluxation, dislocation due to impingement due to incorrect position of stem or cup => possible: in the x-rays revealed that the cup was implanted with inclination angle of around 56 degrees. Surgical technique suggest an angle between 40-45 degrees. Line 32: increased release of wear particles, loosening of components, subluxation, dislocation due to impingement of components due to malposition => possible: in the x-rays revealed that the cup was implanted with inclination angle of around 56 degrees. Surgical technique suggest an angle between 40-45 degrees. Conclusion summary: in the x-rays provided in the complaint for the 2nd revision, it was observed that the inclination of the cup was around 56 degrees. According to allofit surgical technique, the inclination angle should be between 40.45 degrees. Moreover, the medical check-up documentation revealed that the patient had a cranial femur luxation. This is with high probability connected with the steep angle of the cup. We consider therefore an user error (implantation technique not followed) as root cause of the reported luxation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).